Manufacturer narrative:
Additional information was received on 01/16/2024. Investigation finalized on 04/04/2024: a getinge fse was dispatched to evaluate the unit. To resolve the issue the fse replaced the screw kit and pcba executive processor board. Unit cleared or customer use.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a board repair. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a board repair.